Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The customer also reported they had a high blood glucose level of 450 mg/dl. The customer treated the high blood glucose with the insulin pump. The customer declined troubleshooting for the high blood glucose and insulin flow blocked alarm. The customer stated that a change of infusion set corrected the issue. The cannula was also bent. The device will not be returned for analysis.